Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, during a transfemoral tavr with a 29mm sapien 3 ultra valve in the aortic position, it was not possible to track the ultra delivery system through the aorta due to patient¿s tortuous anatomy. An attempt was made to retrieve the valve back into the sheath but it was unsuccessful. After pulling hard on the delivery system, the valve dislodged from the balloon. The ultra delivery system was removed and an endovascular prosthesis was implanted.

Manufacturer narrative:
The ultra delivery system was returned inserted through the sheath and the full loader assembly. The device was locked in the default setting with the fine adjustment and flex wheel fully used. A stopcock was attached to the inflation port. There was a slight bend on the flex shaft due to packaging. The returned delivery system and sheath were visually inspected for abnormalities and the following was observed: the sheath was kinked approximately 1.5¿ from the distal tip; the sheath had two folds (after removal of the outer jacket):  the first was approximately 2.75¿ from the distal tip.  The second was approximately 7.25¿ from the distal tip; the sheath was compressed approximately 1.5¿ from the housing; scratches were observed on the flex shaft of the delivery system.  The complaints for delivery system withdrawal difficulty through sheath and valve dislodge from balloon were confirmed by the provided imagery. The complaint for delivery system tracking difficulty was confirmed based on the visual inspection of the returned device. As reported, moderate tortuosity was present in the patient¿s anatomy. Additionally, the scratches on the flex shaft indicate the device interacted with calcification. Calcification and tortuosity in the vasculature can cause issues with tracking of the delivery system, requiring more force to advance to the delivery system forward. Furthermore, per the provided imagery, the location of the sheath tip was unknown and potentially was not advanced past the iliac bifurcation. It is possible that the tracking difficulty can be attributed to patient (calcification/tortuosity) and/or procedural (not inserting sheath tip past aortic bifurcation) factors. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra), or a corrective/preventative actions are not required.

Manufacturer narrative:
Correction to b5: the valve was not removed from the patient, the valve was fixed in the abdominal aortic and with an endovascular prosthesis.  Correction to f10.  The delivery system was not returned to edwards lifesciences for evaluation.  A review of the a short video clip showing procedural cine revealed the following: the crimped valve was completely dislodged from the delivery system; the location of the sheath is unknown (not seen in the images) and is potentially not advanced past the iliac bifurcation; the patient¿s tortuosity is visible.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons were 100% visually and dimensionally inspected. The delivery systems 100% visually inspected by both manufacturing and quality for any defects.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaint for delivery system valve dislodged from balloon.  No manufacturing non-conformities were found in the returned sample. Available information suggested that procedural factors (not retrieving delivery system with crimped thv and sheath as a unit) may have contributed to the similar event). No other similar complaints for withdrawal difficulty and tracking difficulty.  Review of complaint history from september 2018 through august 2019 revealed additional similar complaints for the trend categories, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that procedural factors may have caused or contributed to the similar events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. The complaints for delivery system withdrawal difficulty through sheath and valve dislodge from balloon were confirmed by the provided imagery. However, the complaint for delivery system tracking difficulty was unable to be confirmed. A review of the DHR, manufacturing mitigations, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the IFU and procedural training manual, the sheath tip must be advanced past the bifurcation during sheath insertion. However, in this case, it is possible that the sheath distal tip was not advanced past the bifurcation.  Additionally, per report, ¿the patient had a very tortuous anatomy.¿ as such, tortuosity in the bifurcation can cause issues with tracking, advancement and/or retrieval of the delivery system and thv. Per report, ¿it was attempted to retrieve the valve back into the sheath but it was not possible. After pulling hard on the delivery system, the valve dislodged from the balloon.¿ due to the patient¿s tortuous anatomy, the sheath and the delivery system with the crimped thv were non-coaxial while attempting to withdrawal the device. It is possible that during the device retrieval, the delivery system and thv got caught on the sheath due the non-coaxiality. Device manipulation was likely required to withdraw the devices resulting in the valve to dislodge off the balloon. As reported, the device required excessive manipulation to remove. As such, patient factors may have contributed to the difficulties reported during delivery system tracking, delivery system withdrawal and subsequently dislodge of the valve. Therefore, based on the available information, patient (tortuosity) and/or procedural (not inserting sheath tip past aortic bifurcation) factors may have contributed to the events resulting in the implantation of the s3 valve in the abdominal aorta.  Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra), or a corrective action are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.